Event description:
A failure occurred during post-sertile lot testing of the centrica deivce, lot #c030704 prior to lot release. This failure was a separation of the high-pressure line, resulting in an expulsion of argon gas from the device cutter. This lot of devices never reached commercial distribution. The device in question was not used in a pt.